Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius hemodialysis (hd) dry acid mixer sparked when powered on during an attempt to mix a batch. The mixer would not fill, and a repair request was then submitted by biomed. Additional information was requested, however it was not available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius hemodialysis (hd) dry acid mixer sparked and made a loud pop when powered on during an attempt to mix a batch. The mixer began to smoke and would not fill, however the smoke detectors were not triggered. Biomed did not observe any burning smell, flame, arcing, or any other visible heat or electrical damage. Biomed stated that upon troubleshooting the mixer issue, there was no burn damage found. Biomed stated that the fill valve and circuit board are the original fresenius parts on the machine. The mixer has not had any past problems with failing the electrical leakage test. The mixer is always plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Biomed stated that the fill valve and circuit board were replaced as well as eeprom changed, which resolved the mixer issue. The mixer is back in service without any issues. Additionally, biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the fill valve and circuit board. Biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Biomed confirmed that the fill valve and circuit board are available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: b5, d9, h3, h6 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius hemodialysis (hd) dry acid mixer sparked and made a loud pop when powered on during an attempt to mix a batch. The mixer began to smoke and would not fill, however the smoke detectors were not triggered. Biomed did not observe any burning smell, flame, arcing, or any other visible heat or electrical damage. Biomed stated that upon troubleshooting the mixer issue, there was no burn damage found. Biomed stated that the fill valve and circuit board are the original fresenius parts on the machine. The mixer has not had any past problems with failing the electrical leakage test. The mixer is always plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. Biomed stated that the fill valve and circuit board were replaced as well as eeprom changed, which resolved the mixer issue. The mixer is back in service without any issues. Additionally, biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the fill valve and circuit board. Biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Biomed confirmed that the fill valve and circuit board are available for return to the manufacturer for physical evaluation.